Manufacturer narrative:
The subject device was returned and an evaluation was completed for it. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device evaluation confirmed that the probe was broken, the coating of the probe was peeled off and the exposed probe surface was found to have a scratch. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument. The following step-by-step scenario likely caused the event: when output in seal & cut mode, the probe came in contact to metal or a surgical instrument. This caused the coating of the probe to peel off due to ultrasonic vibration. The activation also scratched the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 4) the probe broke when added some load. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. This following information is included in the instructions for use (IFU): "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone."; "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during an unknown procedure the device probe broke off unexpectedly with no generator error messages received. The broken piece fell in the patient and was retrieved immediately. There is no harm or adverse impact to the patient. The procedure was completed with another similar device that was in stock.